Event description:
Extreme allergy to composite fillings from 3m, and fuji. Patient first experienced itching, and leasions. And then mouth sores that got infected. Several different brands of composite fillings were tried, and symptoms did not improve until her teeth were restored with amalgam fillings. Ref report: mw5150128.